Manufacturer narrative:
Investigation summary: the obturator of the event unit was returned for evaluation along with pictures of the unit after the procedure. Upon inspection, engineering confirmed the tip of the obturator was broken off from the shaft. The broken pieces of the fios tip were not returned for evaluation. Based on the evaluation of the returned unit, the root cause of this incident may be due to high insertion force applied to the tip of the device. The use of a grasper to aid insertion of the device may have placed unusual compression force upon the obturator tip, causing the tip to deform and break. The instructions for user (IFU) states, "insert the device into the abdominal wall by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until the tip of the obturator enters the peritoneal cavity." Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap appendix - "a (B)(6) young boy, appendicitis, and trying to get the 5mm ctf trocar through the abdominal wall, due to strong fascia, the trocar could not get in easily. For that reason, the surgeon was supporting the peritoneal fold to enter more easy. Not possible and he has put a grasper on the tip and helped to get the trocar in that way. Suddenly the tip of the obturator broke down and "disappeared" in between the peritoneal, fold and the posterior fascia. Luckily they could find it back and grab it. Surgery could be finished laparoscopically, but the surgeon was not happy. Device will be sent back and photo's have been taken of the broken trocar point." Patient status - ok.